Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that tubing cracked while a patient central line was being infused with fluid.

Event description:
1. Please share the lot number if available. N/a. 2. Did the incident lead to any leaks? Yes fluid leak out of tubing and exposed nicu baby central line. 3. What was the medication/fluid in use at the time of the event? Parenteral nutrition. 4. Was this a chemotherapy drug? No. 5. Please provide the address of the facility for us to ship the return label. (B)(6) attn: (B)(6). Additional information provided.

Manufacturer narrative:
It was reported by customer that tubing cracked while a patient central line was being infused with fluid. One sample was received for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. The sample was then primed with water and a leak was identified at the tubing joint below the pumping segment. The customer complaint of tubing defective / damage was confirmed. The investigation of the failure was forwarded to the manufacturing for root cause determination. After investigation, leakage between tubing/tubing adapter could be related to lack of solvent and incorrect assembly between components by the assembler with incorrect band speed level based on personnel learning curve. As corrective actions, a work order was completed to review and repair issues with the solvent dispenser. Additionally, retraining according to procedures to assure the correct assembly between components and adherence to assembly recommendations with the assemblers and leaders of the line was carried out. A device history record review for model 2420-00076 multiple lot numbers was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.